Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: a visual inspection of the pump revealed the keypad cover was punctured at the up arrow button. During testing, all the keypad buttons responded appropriately. The keypad cover was removed; no contamination or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. In addition, it was reported that the keypad cover was observed to be torn/punctured subsequent to the change in button responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.